Manufacturer narrative:
We were made aware of the explant after the case; the device was discarded by the or staff per the provider's request. According to the provider, the device was functional, with impedances within range. The device was removed due to patient complaints of pocket pain.

Event description:
Device explanted due to pocket pain. Patient was implanted on (B)(6) 2025, and according to the surgeon, she had constant pain in the battery/pocket area.